Event description:
Reporter indicated a handheld screen froze when a new flashcard was inserted. A hard reset was performed with the new flashcard in place. During the hard reset a prompt to remove memory from ram was received, but the physician could not get past the prompt. Good faith attempts to obtain additional info have been unsuccessful to date.